Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported a blank display on the insulin pump. Troubleshooting was done. The customer replaced the battery of the insulin pump with a new aaa alkaline battery. The customer played around with the battery cap of the insulin pump and the display returned. The customer was instructed to check the contacts on the battery cap for damage. It was reported that the contacts were not missing or damaged. The customer was advised to inspect the battery compartment and spring for corrosion or damage. It was reported that neither the battery compartment nor spring were damaged or corroded. Troubleshooting was not completed because the insulin pump powered back up prior to the troubleshooting. No additional information was provided.